Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device was reporting e2 and e5 error message. The device was not used in surgery. It is unknown if patient or user injury occurred. It is unknown if delay or medical intervention occurred. There was no add'l info provided.